Event description:
Customer reported that a 0.2 micron filter for hal (hal presumed to mean hyperalimentation) snapped, causing blood to back up and the PICC to clot. The nurse was not at the bedside when this occurred. The ultrasound tech was performing a head ultrasound at the time. The PICC line was replaced a peripheral IV. There was no pt harm and no medical intervention was required. Customer stated that no add'l pt or event details are available.

Manufacturer narrative:
(B)(4). A photo sent by the customer shows the filter disconnected from the distal tubing. Although requested, logs have not been received. A f/u report will be submitted with failure investigation results should the logs be received for eval.